Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found in the lead. The analysis showed that the rv shock coil and lead tip were found covered in fibriotic growth, which is assumed to be the root cause of the reported impedance and threshold issues. Furthermore, the rv shock coil and fixation helix were found deformed, these damages probably resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 80 months it was reported that the lead was explanted due to out of range impedance and threshold values. No adverse patient events were reported. Should additional information be received, this file will be updated.